Event description:
It was reported that there was insufficient roll off. The patient was undergoing a radiofrequency ablation procedure on a hypervascularized renal tumor. An unknown leveen needle was being used with a rf3000 generator. Roll-off could not be achieved, possibly due to a connection issue with the grounding pads. The grounding pads were replaced and the issue persisted. The rfa procedure was aborted and the patient was treated with particles. There were no patient complications.

Event description:
It was reported that there was insufficient roll off. A radio frequency ablation procedure was being performed on a tumor for a patient. The leveen needle was being used for this procedure. When the needle was deployed after puncture, it was reported that it was unable to achieve sufficient roll off. There were no other complications that were reported. The procedure was completed and the hypervascularized renal tumor had to be treated with particles. The patient was fine following these events.

Manufacturer narrative:
Device eval by MFR: the rf3000 generator, serial number (B)(6) was investigated. A calibration check was performed. The test load was 100 ohms and the power setting was 200 watts. A stress test was performed and passed. Connections between return electrodes and the generator were confirmed. The reported complaint could not be confirmed.